Event description:
There was an allegation of questionable elecsys tsh assay and elecsys ft4 ii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial results were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The initial tsh result was 0.0283 uiu/ml. The repeat result was 2.16 uiu/ml. A secondary tube was tested and the tsh result was 2.16 miu/ml. The initial ft4 result was 0.185 ng/dl. The repeat result was 1.23 ng/dl. A secondary tube was tested and the ft4 result was 1.21 ng/dl. The repeat results were deemed correct. The tsh lot number is 63196600. The ft4 lot number is 59217200. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The tsh reagent expiration date is 30-sep-2023. The ft4 reagent expiration date is 31-mar-2023. Ft4 calibration was last performed on (B)(6) 2022 and was acceptable. Tsh calibration was last performed on (B)(6) 2022 and was acceptable. Qc was only provided for tsh and was acceptable. The alarm trace showed a sample foam detection error and abnormal sample probe aspiration errors. The field service engineer checked the system pressure, wash, and probe alignments. An instrument check was performed successfully. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.